Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements less than 200 ohms. There was also ventricular output pulse being sensed by the atrial channel resulting in pacing inhibition which was less than two seconds. A revision procedure was performed and the pace/sense channel of the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received over two years after the initial clinical observations were reported stating that noise was observed on all channels while this patient was pushing a lawn mower. The noise on the shocking channel was oversensing which caused pacing inhibition which was greater than two seconds and an inappropriate shock. The patient experienced dizziness but did not pass out. A boston scientific technical services consultant suggested attempting to recreate the clinical observations by having the patient push a chair with a little resistance. The caller stated that by the time the electrophysiologist saw the patient, it had already been a long interrogation and he didn't want to put the patient through any more. Lead measurements remained un-changed and impedance did not change during the maneuvers. The caller was inquiring about a potential issue with the device header which technical services discussed . A revision procedure was performed and the leads and device were removed from service. No adverse patient effects were reported.